Event description:
Per received report: the pt was being treated for a wide necked aneurysm and a neuroform stent was being used when, during procedure, the coil stretched and got stuck on the struts of the stent. The coil was safely withdrawn causing no injury to the pt.

Manufacturer narrative:
The coil was returned severely damaged. Post procedure handling caused add'l damage to the coil. The most likely root cause of the coil stretching was due to the coil becoming anchored during retraction. There are multiple locations of where the coil may have became anchored which are; the struts of the stent, the distal tip of the microcatheter, the coil mass, or by another type of fixed or detached interference, the source of which cannot be determined. The circumstances of how and where the coil became anchored cannot be exactly determined. In addition, without the return of the stent and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Repositioning most likely led to the coil stretching which occurred during the retraction movement. For optimum product performance and to prevent complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if the micrus microcoil system becomes immobile in the infusion apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system.